Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post procedure. It was reported that following a stenting procedure of the left internal carotid artery, the patient experienced hypotension, requiring dopamine. Hypotension resolved in 2007. The patient was discharged home on the following day. No additional information available. Study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce and findings relevant to this report.